Manufacturer narrative:
(B)(4). G2 : foreign country : germany customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01128, 0001526350-2023-01130.

Event description:
It was reported that the battery fluid was leaking from the battery box prior to surgery. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.